Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested. Additional information indicated that during a retrospective review of device data it was identified that this pacemaker was operating in safety mode. No other information was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested.